Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that during a follow up, exit block was observed. The patient was asymptomatic. The lead was explanted and replaced. Patient condition was good.